Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator became inoperable. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The service provider replaced the analog interface (ai) printed circuit board assembly (pcba). The ventilator passed self tests.

Event description:
The ventilator was not on a patient at the time of the event.